Event description:
It was reported that the patient received a blood glucose result of 92 mg/dl. There was no reported action taken after receiving that result. "Soon after" the patient lost consciousness and his mother gave him an injection of glucagon. Paramedics were called and the patient was taken to the hospital. The remaining strips were discarded; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. No product available to be returned.